Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following readings within 10 minutes. The customer was using the same vial of test strip on both meters. 204 mg/dl and 109 mg/dl on nano system 1, 107 mg/dl on nano system 2. No adverse event reported. Returning and replacing meter and strips.